Event description:
Additional information was reported from the user facility on 08-nov-2024: "patient was on norepinephrine infusion running at 0.08 micrograms per kilogram per minute (mcg/kg/min). The pump began alarming for "air in line". Adaptive support ventilation (asv) was already present on the intravenous (IV) tubing. The line was disconnected from the patient and reprimed. Air bubble errors continued. During this time the patient's mean arterial pressures (map) were in the 40's. Air in line was still alarming so we switched to another pump with new tubing and a new bag of norepinephrine. It was primed through the pump with the additional valve on. It began erroring with "high pressure above pump". All of the tubing was checked with no errors present. It would not let us start the infusion. We unloaded the tubing and reloaded the tubing. Now with an error of downstream occlusion. There were no errors present with the tubing. During this entire time the patient's map continued to remain in the 50's-40's with the addition of running fluids wide open and giving pushes of calcium. Finally, we removed the infusion of protonix for another pump on our station and placed the norepinephrine in the channel, reprogrammed the channel to norepinephrine, and finally it was infusing. This event caused the patient's map to remain in the 40's from approximately 19:50 until 20:21. Once infusing, due to the need for rapid titrations, the patient became hypertensive, unsafe for his current diagnosis.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Additional information was reported from the user facility on 08-nov-2024. As such, sections a2, a3a, and b5 have been updated accordingly. The investigation is ongoing at this time. Another follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: inc (B)(4) equipment asset number:(B)(4) sn/lot:921167 issue: air in line alarm- inappropriate; upstream occlusion alarm- inappropriate work order # from (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Additional information: medsun (B)(4) report was identified as the same event for MDR 2523676-2024-00673. Correction: follow-up 1 for MDR 2523676-2024-00673 was noted to have the following sentence: "another follow-up will be submitted when the investigation results become available." Initial MDR had investigation results. No additional information has been noted from investigation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.